Event description:
It was reported that upon pulse generator interrogation, battery data was 3.15 v, a magnet rate of 100 and 3.9 years estimated remaining longevity. Based on the programmed settings, the device should have 11.3 years remaining. The patient would be monitored.